Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. The patient was brought to an in-office check and high-pacing threshold measurements and loss of capture were noted. Isometric testing was performed and no noise was observed. As such a lead fracture was suspected. Reprogramming efforts were performed. At this time, the ra lead remains in service and no adverse patient effects were reported.